Event description:
A patient with barrett¿s esophagus containing high-grade dysplasia and suspected intramucosal adenocarcinoma (not confirmed) underwent a circumferential endoscopic mucosal resection (emr) on (B)(6) 2012 in which a piece of mucosa approx. 35-40mm at 35cm, was removed. Endoscopy was performed on (B)(6) 3013 revealing a stenosis at 35cm and esophagitis despite high dose ppi (esomeprazole 40 mg twice per day). Rfa was delivered and some bleeding was noted from the location of the stenosis. After local injection with epinephrine, the bleeding stopped. The patient was observed in recovery for 5 hours followed by repeat endoscopy which revealed no further bleeding. The patient was kept in the hospital overnight for observation.

Manufacturer narrative:
The site did not return any device therefore no device eval was performed. If we should obtain add¿l info pertinent to this event, a follow up report will be submitted. (B)(4).